Event description:
New information received indicates that the patient presented to the hospital for a normal generator exchange procedure. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented in the clinic for a routine pacemaker check. Upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing which led to pacing inhibition. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.